Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9610978-2010-00252 during a aaa stent grafting procedure in a calcified abdominal aorta, a powerflex p3 balloon was delivered via the left femoral artery and pre-dilated both external iliac arteries. After placing a stent graft (zenith, cook) in the target lesion, a smart control stent was delivered and placed inside the left side of the stent graft in the left external iliac. On the right side, a competitor¿s stent (luminex, medicon) was placed. Post-dilatation on both sides was conducted with the same p3 balloon catheter used for pre-dilatation, and the procedure was completed without any problem. On the same day, after the procedure, the patient's blood pressure was observed to be decreasing and bleeding from the right iliac artery was confirmed. It was observed that the luminex stent had perforated the right external iliac. Severe bleeding from the left external iliac artery was also noted, as approximately 5mm of the calcified vessel was seen to be perforated. To treat the bleeding, ballooning was conducted via the left femoral artery. However, the patient's condition did not improve, so open abdominal surgery was conducted. Treatment included an artificial vessel patch and a stent graft was placed in both lesions, but the bleeding did not stop. A competitor's balloon (details unk) was then placed in the aorta and occluded. The following day, the occluded balloon was slightly deflated but the bleeding still did not stop. Two days later, even though the patient was being monitored carefully, the patient expired from hemorrhagic shock. The physician believes the luminex stent was too large for the vessel/graft it was being placed in, which led to the perforation of the right external iliac. Regarding the smart control stent and p3 balloon catheter, the physician noted that he does not suspect any product quality issues, but believes there was a mistake in the choice of the sizes used. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15089902 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15136898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. As noted by the physician, he does not suspect any product quality issues, but believes there was a mistake in the choice of the sizes used. Factors that may have influenced the event include patient, procedural, pharmacological and lesion and is not related to a product quality issue.

Event description:
During a aaa stent grafting procedure in a calcified abdominal aorta, a powerflex p3 balloon (B)(4) was delivered via the left femoral artery and pre-dilated both external iliac arteries. After placing a stent graft (zenith, cook) in the target lesion, a smart control stent (c08040sl/15136898) was delivered and placed inside the left side of the stent graft in the left external iliac. On the right side, a competitor's stent (luminex, medicon) was placed. Post-dilatation on both sides was conducted with the same p3 balloon catheter used for pre-dilatation, and the procedure was completed without any problem. On the same day, after the procedure, the patient's blood pressure was observed to be decreasing and bleeding from the right iliac artery was confirmed. It was observed that the luminex stent had perforated the right external iliac. Severe bleeding from the left external iliac artery was also noted, as approximately 5mm of the calcified vessel was seen to be perforated. To treat the bleeding, ballooning was conducted via the left femoral artery. However, the patient's condition did not improve, so open abdominal surgery was conducted. Treatment included an artificial vessel patch and a stent graft was placed in both lesions, but the bleeding did not stop. A competitor's balloon (details unk) was then placed in the aorta and occluded. The following day, the occluded balloon was slightly deflated but the bleeding still did not stop. Two days later, even though the patient was being monitored carefully, the patient died from hemorrhagic shock. The physician believes the luminex stent was too large for the vessel/graft it was being placed in, which led to the perforation of the right external iliac. Regarding the smart control stent and p3 balloon catheter, the physician noted that he does not suspect any product quality issues, but believes there was a mistake in the choice of the sizes used.